Event description:
Ventilator functioning erratically - servo screen 390 connector to servo ventilator 300 (n82) standoff, nuts and washers floating inside control unit of ventilator - occasionally shorting connections, and ventilator malfunctioning intermittently.